Manufacturer narrative:
(B)(4). Evaluation, results: inaccurate placement, aggressive with a sharply acutely angled 60-70 degree transverse arch right before the lsa. Fenestration of the stent graft. Evaluation, conclusion: aggressive with a sharply acutely angled 60-70 degree transverse arch right before the lsa. Fenestration of the stent graft.

Event description:
A talent stent graft system was implanted in a pt for the emergent endovascular treatment of a thoracic aortic aneurysm approximately 1 month ago. The anatomy was very aggressive with a sharply acutely angled 60-70 degree transverse arch right before the lsa. A carotid-carotid bypass was performed prior to the implantation of the thoracic stent graft. A 36x36x199 talent captivia stent graft was placed above the celiac without issues. It was reported that a talent tf proximal main 36x36x114 stent graft was fenestrated by cutting holes in the graft; an 8 mm gore graft was sewed onto it, and the 36x36x114 stent graft was reloaded into a (B)(4) ((B)(4)) delivery system. The fenestrated talent 36x36x114 graft was planned to be placed with the fenestration at the innominate artery. There was no issue tracking the delivery system to the left common carotid, but when deployment was started, the graft cover would not retract. There were clicking sounds from the handle, as the blue handle was turned. There was considerable resistance, and after much applied force, the graft cover finally started to retract. The stent graft ended up landing short of the intended innominate landing zone. A non-fenestrated talent captivia 40x40x159 graft was implanted proximally as intended but not all the way to the innominate; there were good seals, and the case was completed. No additional clinical sequelae were reported, and the pt is fine.